Event description:
Ous MDR - it was reported that approx. 77 months after the implantation oversensing was noted on this lead. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information provided has been carefully analysed. The available iegms demonstrated noise on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Should additional information or the device itself become available for analysis, the investigation will be updated.